Event description:
It was reported that when starting a procedure, there were no abnormalities detected, and the doctor indicated that the camera was harder than usual. During the case, doctor detected the patient was bleeding and the intestine had perforated. The doctor used 2 clips to clamp the blood clot/perforated site. Then, the patient was sent for an x-ray and required admission. Further information is requested and is currently pending.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: -inspection of the bending mechanisms olympus will continue to monitor field performance for this device.

Event description:
Additional information received: it was reported that the procedure performed was a colon screening, during which minor bleeding was observed at the 15 cm mark near the beginning of the procedure. The patient was discharged and is recovering well without the need for further intervention. Routine treatment continues as usual.